Event description:
It was reported that during a laparoscopic colectomy procedure, after have been using the instrument for a couple of hours, they saw that parts of the tissue pad were gone. They had been using it in thick mesentery for a long time and many activations with advanced hemostasis. The att also stopped working (at least no tone change) during the same time which might have resulted in longer activations. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.